Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.9 inr/3.35 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.